Manufacturer narrative:
Additional information: patient code - c64343 (surgical intervention required). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (february 7, 2011 and march 2, 2012), this study aimed to evaluate the complications of mesh repair in hiatal surgery, a 58-year-old woman suffering of chronic cough and arythenoid irritation due to a chronic gastroesophageal reflux. Two years later, patient complained of epigastric pain and dyspnea. Sixteen months later, the patient complained again of epigastric pain and dysphagia. A gastroscopy revealed a partial migration of the mesh and tacks into the stomach. The intragastric part of the mesh was withdrawn under endoscopy.

Manufacturer narrative:
Title: complications of mesh repair in hiatal surgery: about 3 cases and review of the literature. Source: surg laparosc endosc percutan tech volume 22, number 4, august 2012 (e222-e225). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (february 7, 2011 and march 2, 2012), this study aimed to evaluate the complications of mesh repair in hiatal surgery, 3 cases were reviewed and found out that: (case 1) (B)(6) man with chronic history of gastroesophageal reflux disease associated with large hiatal hernia complained of acute epigastric pain, and on the 11th day from the day the patient was discharged complaint regarding the fever up to 38.61c associated with dysphagia. (Case 2) a (B)(6) woman suffering of chronic cough and arytenoid irritation due to a chronic gastroesophageal reflux. Two years later, patient complained of epigastric pain and dyspnea. Sixteen months later, the patient complained again of epigastric pain and dysphagia. A gastroscopy revealed a partial migration of the mesh and tacks into the stomach. The intragastric part of the mesh was withdrawn under endoscopy. (Case 3) (B)(6) man with chronic gastroesophageal reflux disease associated with hiatal hernia underwent a laparoscopic antireflux procedure. Six months later, he complained of dysphagia and weight loss. They also reported erosion, perforation, stenosis, and even hemorrhage due to aortic erosion. Complications due to fixation device are also reported.